Manufacturer narrative:
Djo surgical received this complaint of a reportable event and has determined that the manufacture of the device in question was osteoimplant technologies, inc. (Oti) now known as pinnacle holding inc. As part of encore medical's acquisition of the oti product lines, oti agreed to assume all regulatory responsibilities for product implanted prior to encore's acquisition of their product lines on february 22, 2005. (B)(6).

Event description:
Revision surgery/instrument failure - the allen wrench stripped during surgery. The instrument failure led to a 45 minute delay as other instrumentation had to be used to cut into the screw to remove it.